Manufacturer narrative:
Upon f/u, the facility provided the following info: "after ablation, redness was observed around the leading edge of the patch. It was determined that the pt suffered a 2nd degree burn. A superior was consulted and the patch was carefully removed from the pt. The nurse cleaned the burn area and applied silvadene. The pt has not been subjected to any add'l treatment and was discharged with home based recovery the next day. According to the facility, no further follow-ups or treatment is required at this time. The event was not life threatening and the prognosis for the pt is satisfactory. The procedure was performed while ablating at 40w average power for 97 minutes and ablation time ranged from 7 to 549 seconds." The customer declined servicing for the complaint product. If the product is returned to bwi in the future, an analysis will be performed and the results will be submitted to the FDA in the form of a supplemental submission. Eval summary: it was reported that when removing the 3m grounding patch (ref. Patch # 1149f, lot # 2012-09ma) after the af case, it was noted that the pt had a 3rd degree burn on the right leg/hip area. The burn appeared worse on the second day. At that point, the burn unit evaluated the pt and a plastic surgery consult was ordered. The hospital stated that the generator was not the cause of this injury and declined to return it for analysis. Since this was a MDR reportable event, an add'l OEM MFR action (DHR review or investigation) was performed. There were no anomalies noted in either manufacturer or service of this generator that related to this incident. Management is notified of failure analysis results using weekly root cause analysis results and monthly complaint trend reporting. No significant trends have been identified at this time; therefore, no CAPA activity is required. (B) (4)

Event description:
It was reported that when removing the 3m grounding patch (ref. Patch # 1149f, lot # 2012-09ma) after the af case, it was noted that the pt had a 3rd degree burn on the right leg/hip area. The burn appeared worse on the second day. At that point, the burn unit evaluated the pt and a plastic surgery consult was ordered. The cas was not present during the case.